Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. In addition, it was reported that the pump battery was noted to be depleting quickly. Reportedly, the customer may have been confused and stated that she may have been charging another device and thought that it was charging the pump. Tandem's technical support reviewed the pump data and was unable to confirm the reported issue. Recommendation was made to charge the pump on a daily basis for at least 15-20 minutes to avoid the pump battery going low. Customer acknowledged the information. There was no impact to the customer's blood glucose level.